Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered via the remote patient monitoring system indicating this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. All other measurements were within normal limits and stable with no instances of noise stored to the device nor upon provocation testing. Boston scientific technical services (ts) reviewed trend data and noted the increase in impedance measurements was gradual since the time of explant. Combined with the previously mentioned factors it was suggested the change in measurements was the likely result of fibrosis or calcification at the electrode tip. As the patient is not pacemaker dependent the physician elected to continue monitoring the patient remotely. No adverse patient effects were reported. This system remains in service.